Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. One g7 str insrtr threaded shaft item# (B)(4). Lot# 415830 along with the shell and liner were returned and evaluated. Upon visual inspection the fractured tip is located in the center hole of the shell. The liner is installed in the shell obscuring the center hole from the inner radius. The threaded shaft had fractured at the tip with wear lines visible on the shaft. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat# 010000663, lot# 7481030, g7 pps ltd acet shell 52e, cat# 20103205, lot# 65448555, g7 longevity neutral 32mm e. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the threads from cup inserter broke off while impacting cup. The surgeon was unable to remove the liner. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.